Event description:
Country of complaint: (B)(6). Thread breaks.

Manufacturer narrative:
Mfg site eval: samples received: 1 open cassette. There are no previous complaints of this code batch. There are no units in OEM stock. We have received 1 open cassette, with the opening date written: (B)(6) 2014. The reception date was (B)(6) 2015, so the cassette has been received after more than 4 months since opening. Thread degrades by hydrolysis because of air humidity, therefore, it must be used within 4 months once opened. Remarks: on the cassette label you have the next indication. Once opened, the content of the cassette should be used within 4 months and prior to expiration date. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.